Event description:
It was reported that insulin was not being delivered from the cartridge. Additionally it was reported that fill resistance was felt during the load sequence. Customer's blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor. Bg was addressed via a manual injection. Reportedly, customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.